Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention on (B)(6) 2019 where in the leads were repositioned, resolving the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04300. It was reported that patient experienced a burning sensation near the lead incision. The patient stated that this sensation happens only when therapy is on. As a result, surgical intervention is pending to address the issue.